Event description:
It was reported that failures with the distal femoral plates have been observed. Based on the initial audit findings, it appears that approximately 9% of the plates have failed, with no clear explanation identified at this stage. The early data indicates that some devices have been in situ for a considerable period, while others have failed within a few months of the operative date.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.